Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model#: fb-201-01, lot #: 18036591, description: fixate double pack. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and the ipg was sitting at an angle, causing her difficulty charging her ipg. It was noted that the ipg was coming out through the patient's skin. The patient underwent an explant procedure. No device malfunction was suspected. It was anticipated that the patient will stay in the hospital for a few days.